Event description:
It was reported that patient experienced increased pain after falling in (B)(6). Reporter stated "she is not sure what's going on with the patient because he's in so much pain." It was reported that the patient had not been able to walk since the fall but the reporter stated that "she swears she saw him walk since then." The drug used was morphine. Patient outcome was not provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).